Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a blood glucose (bg) of 250 mg/dl and asked if a manual injection was needed. The agent advised the pump would deliver insulin to correct bg, and to call back if no improvement occurred within 90 minutes. Later that evening, the user reported bg had regulated but then dropped below 70 mg/dl, which was documented in a separate hypoglycemia case. The user's highest blood glucose (bg) recorded was 250 mg/dl. Bg was corrected with insulin delivered via the ilet. No symptoms or medical intervention were reported during the event.